Event description:
Lead dislodgement was reported. It was also reported that 'performance was poor', and there was failure to capture/sense. The lead was explanted and replaced with another lead of the same type. No patient complications have been reported as a result of this event.